Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a non-healthcare professional stating that the consumer experienced hazy vision, pain in eyes like they were on fire after using contact lenses cleaned with the solution. The consumer went to doctor and was diagnosed with ulcers on their cornea. The consumer was prescribed with unknown antibiotics by an ophthalmologist referred by the pervious doctor and the treatment was still ongoing. The current status of the consumer¿s eyes was symptoms continuing. No additional information is available at this time of report.

Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).